Manufacturer narrative:
(B)(6). Date of postoperative device breakage is unknown; however, the breakage was confirmed via x-ray image taken on (B)(6) 2015. This report is for one (1) unknown tibia plate. The original implant procedure took place on an unknown date in (B)(6) 2015. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient suffered a lower leg fracture in (B)(6) 2015. The patient was treated via plate fixation with a tibia plate and screws. Radiographic images taken on (B)(6) 2015 confirmed breakage of the plate. The patient returned to the operating room on (B)(6) 2015 where the original hardware was removed and a new 13-hole large fragment locking compression plate (lcp) was implanted. A second device breakage required a revision in (B)(6) 2015. This breakage and subsequent revision will be captured in and reported under (B)(4). This report is for one (1) unknown tibia plate. This report is 1 of 1 for (B)(4).